Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the operating room for a dual chamber pacemaker implantation procedure. The physician implanted the atrial lead, but in the process noticed blood inside the lead. It was suspected that the lead insulation could have been nicked either when the suture sleeve was being tied down or possibly with the physician scalpel. However, the physician was unsure. The lead was explanted and then replaced with a new lead successfully. The patient was stable throughout the procedure.